Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: estimated to (B)(6) 2020.

Event description:
It was reported that a 27mm epic mitral valve was implanted in (B)(6) 2020. During follow-up, on an unknown date in 2022, the patient was admitted for fever, unknown origin, and chest pain. An echocardiogram revealed prosthesis-patient mismatch (ppm) and a hematoma in the lumbar artery. On (B)(6) 2022, the 27mm epic mitral valve was explanted and an 31mm epic mitral valve was implanted. Upon explant of the valve, a lot of thrombosis was visualized on the valve. The cause of the fever and hematoma was unknown and were not thought have been related to the 27mm epic mitral valve.

Manufacturer narrative:
An event of chest pain, thrombosis on the valve and explant due to prosthesis-patient mismatch was reported. The investigation found severe degenerative changes on all cusps. There was fibrous pannus ingrowth on outflow surface of cusps 1 and 3 and on the inflow surface of cusp 2. The sewing cuff was fractured along the base of cusp 2 and contained fibrous pannus. No acute inflammation or significant calcification was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.